Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode by the implantable cardioverter defibrillator (ICD). The ICD was reprogrammed and the issue was resolved. The ICD remains in use. No further patient complications have been reported as a result of this event.